Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up, the cardiosave intra-aortic balloon pump (iabp), following the insertion of the iab catheter and connecting the fiber optic cable to the pump, "an unable to calibrate fiber optic sensor" message was received. There was no patient harm reported.